Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported device event could not be conclusively determined.

Event description:
Additional information indicated the patient expired complications from septic constellation in statis pneumonia and heart decompensation. It was also indicated the death was not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, noise was noted on the right ventricular lead and a loss of stimulation was observed. A revision is planned and the patient is in stable condition. Additional information was requested but has not yet been received.